Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to indicate the product serial number, date of the event, and implant and explant dates. The info has not yet been received by allergan. The device return will be requested. At this time the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported events of death and infection as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated".

Event description:
A pt called to report an alleged event associated with an allergan lap-band system and during the report also mentioned "a death of a friend after implantation with the lap-band at [hospital] in [year]." The reporter was not sure of the pt's/friend's name and only remembered that this pt "was on prednisone, had diabetes, and the material used to sew the stomach dissolved by the prednisone and then [the pt] died." No additional info was provided by the reporter at that time, and there is no contact info for the surgeon. Internet and date base searches for a possible lap-band pt death at the mentioned hospital did not lead to new info. During the follow-up call with the reporter conflicting info was received and additional searches were performed. This report to the FDA was initiated because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting. We are continuing the follow-up and any new info will be forwarded to the FDA in a follow-up report upon receipt.